Event description:
It was reported that the phenomenon that the magnetic navigation icon was appeared or disappeared occurred many times. There was sometimes difference between catheter tip and the icon location. No other information was provided. The exact number of occurrences was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.